Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead had dislodged a couple of days post implant. The lead measurements were within normal range and the lateral x-ray image appeared acceptable. It was the physician decision to not perform a revision procedure at this time but keep this patient under observation. No additional adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this right atrial (ra) lead had dislodged one day post implant. The lead measurements were within normal range and the lateral x-ray image appeared acceptable. It was the physician decision to not perform a revision procedure at this time but keep this patient under observation. No additional adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Correction to field g4: bsc aware date, b3: event date, b5: describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.